Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg pocket opened and the ipg became visible. As a result, surgical intervention occurred wherein the ipg was explanted and the physician washed the affected area to address the issue. The ipg pocket site was relocated and a new ipg was implanted. Patient was placed on IV oral antibiotics as a precaution.